Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported that they observed an oily substance leaking from their alinity m system. The customer stated that the leak is on the right side of the instrument under the solid waste drawers. The leak is on the floor outside the footprint of the instrument. The customer stated that no one was injured by the leaked solution onto the walkway and that they had put a sign on the floor to block people from the area. The customer also put an absorbent pad over the solution to collect it and stop it. The customer stated that all personnel who came into contact with the leaked solution were wearing personal protective equipment (ppe) and no one was exposed to the liquid. The customer has stopped using the instrument. A field service engineer (fse) was dispatched. The customer reported that they were wearing appropriate personal protective equipment (ppe) and that there was no injury or actual exposure to the leak.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).